Event description:
It was reported that an unspecified number of an unspecified bd esr/edta/sst tubes experienced underfill or low draw of a tube with blood amd whole tube push off non-patient end during use. The following information was provided by the initial reporter: material no. Unknown; batch no. Unknown. Esr edta sst urine tubes don't always fill & they need to change how collected; sst red pops out in hub and needs to be held by hand. At times the trace element has bad volume, not filling properly.

Manufacturer narrative:
H.6. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd esr/edta/sst tubes experienced underfill or low draw of a tube with blood amd whole tube push off non-patient end during use. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. Esr edta sst urine tubes don't always fill & they need to change how collected; sst red pops out in hub and needs to be held by hand. At times the trace element has bad volume, not filling properly.